Manufacturer narrative:
No device or photos were received since the device still remains implanted; therefore the condition of the component is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed since the lot number is unknown. Review of the compatibility of the devices confirmed that these are an approved compatible combination. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26733518. This report will be amended when our investigation is complete.

Event description:
It is reported grade 1 heterotopic ossification was found in a patient around the humeral neck and inferior rim of the glenoid.